Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had suspended their pump and forgotten to turn it back on. The customer awoke with blood glucose of 437mg/dl. The customer was at work during break and could not troubleshoot at the time. The customer would be calling back at a later time.